Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, ptosis, paresthesia. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation revision with two 800cc mentor memorygel breast implants. Post-operatively, the patient suffered a zinging sensation on the right breast, bilateral breast pain, and bilateral breast ptosis. In addition, the patient was also found to have a left breast capsular contracture (baker grade IV) and a ruptured left breast implant. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2024. The replacement devices were: (left) 790cc mentor memorygel xtra breast implant catalog: shpx790 lot: 9993305 sn: (B)(6), and (right) 790cc mentor memorygel xtra breast implant catalog: shpx790 lot: 9993305 sn: (B)(6). This medwatch form is for the right breast prosthesis.